Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the main drawer 4.1 drawer was not recognized on the bus, preventing users from accessing the medication. The customer tried to recover the station, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had a drawer failure. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device.